Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens and the lens flew out of the cartridge and landed on the conjunctiva. The surgeon didn't know if the lens was damaged, so decided not to use it. The lens was removed with no patient injury. The back-up lens was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).